Event description:
Procedure: rotational atherectomy. Problem: withdrawal of the balloon was quite difficult. At the time of withdrawal the distal half of the balloon was not on the balloon shaft. Action: pt taken back to catheterization lab next morning. Angioscopy and ultrasound was unsuccessful in visualizing any balloon fragments.